Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient went to bed with their stimulator on and that when he woke up it was off. The patient tried to turn the implantable neurostimulator (ins) back on with his patient programmer and observed a power on reset (por) informational message at that time. It was noted that prior to the issue, the patient¿s ins had been ¿working normally throughout a recent overseas trip¿ where ¿he had been through quite a few airports by the time he got home.¿ after returning home, the patient had initially attempted to recharge the ins with the recharger from their previous ins, but the old recharger ¿didn¿t work.¿ the patient ¿realized what he¿d done¿ and ¿got his new recharger and recharged normally.¿ when the patient¿s ins was interrogated with a physician programmer following the displayed por message, the first screen observed was a por screen that instructed the user to ¿reset the date <(>&<)> time.¿ the manufacturer representative (rep) who was interrogating the ins noted that the date and time were correct at that time, but that he did reset the ins to match the physician programmer anyways. The rep noted that ¿the only thing wrong it seemed was that the usage history had been wiped.¿ it was noted that no further troubleshooting or actions were taken; ¿the issue had resolved.¿